Event description:
It was reported that during a procedure, the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) was inflated at nominal pressure, however, the balloon could not be deflated. Negative pressure was applied while retracting the device from the anatomy with the balloon still partially inflated. It was noted that the balloon was not punctured to facilitate removal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Lot # - correction. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.